Manufacturer narrative:
H10: the device was not returned to the service hub for evaluation and analysis; therefore the complaint cannot be confirmed. A 12 month service history review did not indicate a similar event in the past 12 months. Additional information in d10.

Manufacturer narrative:
The device is available for evaluation.

Event description:
The customer reported a plum 360 pump that the power cord has a burn. It was also reported that sparks flamed at the outlet. The burn mark on the plug is an arching mark. There was no patient involvement, no adverse event, and no delay in critical therapy.